Event description:
It was reported that the user observed blood in the infusion tubing on two separate occasions after applying the infusion site, with glucose unaffected in the first instance and rising to 205 in the second; the user replaced supplies after each occurrence and used the ilet system. Symptoms included hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information and no findings available regarding a device problem or a specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.